Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failure on the screen was noticed. A field service engineer checked the station and connections and forced failure manually by releasing the drawer with a red latch to resolve the issue. The system functioned as intended after the field service engineer verified the device. E.1 initial reporter facility: the hospital of central connecticut - new britain general campus

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.